Manufacturer narrative:
(B)(4). It was reported that the balloon catheter was not soaked prior to use and air was pulled inside the anatomy, it should be noted that the preparation for use section of the rx trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, chronic total occlusion in the proximal to mid left anterior descending artery with moderate tortuosity and heavy calcification, a 3.0x15 mm rx trek balloon dilatation catheter (bdc) was advanced and inflation was attempted; however, the balloon ruptured on the first inflation at an unknown atmosphere below nominal pressure. Reportedly, there was no resistance during removal of the protective sheath, the device was not soaked prior to use and air was pulled inside of the patient anatomy. A new trek bdc was used for further procedure. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.